Event description:
It was reported that the patient had experienced an increase in seizures that her mother believed was due to battery depletion, so the patient was referred for replacement surgery. The manufacturer's battery life calculation was unable to verify end of service. The patient underwent replacement surgery. The implant card indicated that the reason for replacement was prophylactic. No further relevant information has been received to date. The suspect product has not been received by the manufacturer to date.

Event description:
It was reported by the physician that he did not believe that the patient's seizures were related to the vns because her battery was not at end of service. The suspect product was reportedly discarded. No further relevant information has been received to date.